Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 528 mg/dl, which was addressed by delivering a bolus via the pump. A new cartridge was loaded and insulin delivery was resumed to address the issue.

Event description:
Reportedly, the customer's blood glucose (bg) level ranged from 509-528 (mg/dl).